Event description:
At the end of a 30 minute MRI scan the pt reported a burning sensation on their right anterior tibia but had no visible injury. The pt called the dr 3 days later to report a burn. The dr examined the pt and the skin had blistered resulting in a 3/4 inch burn with a small scab.